Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent surgery to thin the skin flap in 2010 (month and day not reported). The implanted device remains.